Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Event description:
Update 6/3/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose/malpositioned cup, metal debris, and one of two screws was broken and partially left in the patient. No labs were provided for the alleged high metal ions. Part/lot is being updated and the cup, stem, and 2 screws are being added to the complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert product/lot code combination. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis confirmed in the medical records and fracture of the bone. Added the hole eliminator to the impacted products as the cup was revised and also unknown hip implant to addressed the allegation of bone fracture.